Event description:
It was reported that the atrial high rate times were not clear at post mode switch overdrive pacing was on. Dual electrogram was also reported, so the rhythm could not be determined. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.